Event description:
It was reported that this right atrial (ra) lead exhibited noise, impedance issue and it was suspected of lead fracture. Subsequently, this lead was surgically abandoned and replaced. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.